Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user time complaint was filed: date: 2007, inratio: 1.6, lab: 7.0, mean: 4.3, confidence limits: 2.5-6.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing, products will be tested. Per text "patient got 1.6 from meter, lab gave 7.0. Customer says patient is on lovenox. Tsr explained this is the interesting issue." Caller didn't follow package insert. Products misused. No further testing required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 1.6, lab: 7.0. Caller mentioned patient is on lovenox.